Event description:
Two vbr cages were broken during insertion. All pieces were removed from the site. The surgeon then implanted a third cage without issue. The problem experienced resulted in a delay in excess of 30-min. As a result of the additional surgery time an MDR is being filed. There was no patient injury. Device 2. See also: 1526439-2007-00043.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated, and the instructions for use (IFU) supplied with the device warns against the use of excessive force.